Event description:
An endometrial ablation procedure was in progress when the doctor noticed the wire cutting loop bend backward almost parallel to the shaft. The doctor then straightened the loop back to a 90 degree position. Upon activation of current the wire loop broke off and the uterus was perforated. The case was completed with some add'l loops being bent. A laparotomy was performed to oversew the uterus. Post operative recovery of the pt is normal.